Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2025, at 5:40 pm, a PICC catheter was placed in the patient for subsequent chemotherapy and fluid therapy. During the catheter placement process, a peripheral-to-central venous catheterization kit and its accessories, a peripheral-to-central venous catheter, and an ultrasound-guided vascular puncture kit were used simultaneously. During the use of the peripheral-to-central venous catheter, the puncture was successful. During the process of advancing the guidewire after obtaining backflow, resistance was felt. The nurse immediately withdrew the guidewire outward. During the subsequent withdrawal, resistance was again felt. Repeated attempts to withdraw the guidewire resulted in it becoming increasingly longer, making it impossible to remove. An immediate consultation was requested with cardiology and surgical specialists. Upon arrival, the surgeon, under ultrasound guidance, collaborated with the nurse to completely remove the guidewire from the patient's body. During this process, the patient experienced pain, tension, and anxiety.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.